Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 2.5 x 15 mm apex monorail balloon catheter was advanced to the target lesion to treat in-stent restenosis. The balloon was inflated to 20 atms and ruptured. The device was successfully removed and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.